Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received thirteen inappropriate treatments. The device was started up at 11:21:03 on (B)(6) 2022. At 09:41:30 on 12(B)(6) 2022, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 09:42:40, the patient received the first inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. The post shock rhythm was bradycardia @ 15 bpm with CPR/motion artifact. At 09:51:49, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 09:53:36, the patient received the second inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. At 09:55:50, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 09:57:34, the patient received the third inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion/tactile artifact. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. At 09:57:56, the patient received the fourth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. At 09:58:31, the patient received the fifth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. At 09:59:03, the patient received the sixth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with intermittent cardiac activity and CPR/motion/tactile artifact. At 10:00:10, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion/tactile artifact. At 10:01:15, the patient received the seventh inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. At 10:03:27, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 10:04:10, the patient received the eighth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. At 10:04:50, the patient received the ninth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. At 10:05:25, the patient received the tenth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. At 10:05:55, the patient received the eleventh inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. At 10:06:26, the patient received the twelfth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. At 10:15:42, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 10:16:13, the patient received the thirteenth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. The post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with intermittent cardiac activity and CPR/motion artifact. The device was shut down at 10:18:54 on (B)(6) 2022.